Event description:
It was reported that the customer was hospitalized last (B)(6) 2014 due to abdominal pains and large ketones. Customer's blood glucose was 217 mg/dl. Customer stated that on e of the boxes they received all the needles were bent. Customer was wearing the insulin pump at the time of hospitalization. Customer stated that the hospital treated her for abdominal pain but not for high blood glucose due to hospital was not accepting her insurance. She went home still with high blood glucose and large ketones. Customer's blood glucose was 400 mg/dl and treated with manual injections. The call was disconnected no troubleshooting performed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.